Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 750 mg/dl and high ketones, which were identified as dangerous by a healthcare professional; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.